Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pulse generator reports feeling symptomatic, including brief periods of syncope, since device reprogramming changes were made by a health care provider to lower the pacing rate by ten pulses per minute and reducing the pacing energy output. The patient reported spending 10 days in the hospital where the device was checked and no issues were found. The patient has requested the device be reprogrammed to the previous settings. A boston scientific patient services consultant referred the patient to her physician to discuss the device programming and patient symptoms.